Manufacturer narrative:
(B)(6) hospital.

Event description:
It was reported that a balloon rupture occured. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for dilatation. During procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres for 30 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.